Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 15.4 cm with the connector portion returned for analysis. External insulation abrasion was noted from 5.3 cm to 6.5 cm from the connector pin, consistent with friction against the pulse generator can. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.